Event description:
Additional information: provided lot# 2402101 is not valid for 515111? As per the sap system the lot# is refers to 515106. Could you please confirm which one is impacted material number. It was confirmed that protector's material number is (B)(4).

Manufacturer narrative:
Follow up for additional information. See b tab and d tab. Device evaluation: no photographic evidence or physical samples were submitted to examine the reported condition. A comprehensive review of the device's history was performed for the optima protector p50j lot 2402101, revealing no deviations or non-conformances during the manufacturing process that could have led to the issue. Four retained samples were requested, and fragmentation tests were conducted, with results falling within specifications. During the fragmentation test, it was observed that none of the samples exhibited leakage between the protector and the vial, and the defect reported by the customer could not be replicated. This leads to the conclusion that our needles are not the cause of the perforation identified by the customer; rather, it is likely due to improper assembly or that the rubber stopper of the vial was in poor condition. The product is subjected to inspections at various stages of the manufacturing process to guarantee its quality and functionality. Given the information at hand, we are currently unable to pinpoint a root cause associated with the manufacturing process. Our quality team will persist in monitoring complaints related to this device and the reported condition for any potential emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: this is a complaint about coring. It was reported that after preparing nine doses of paclitaxel, core was observed when the drug was returned to the bag. The core was small, suggesting that it originated from the injector. Additional information could you please confirm whether coring occurred after the injector installed? If yes, could you please confirm the product code and lot number of the injector? After installing the injector, customer connected it to the protector and confirmed the occurrence when attempting to collect the liquid. The lot of the injector is unknown. Injector's product code is 515005.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction annex b, c, d updated.